Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared in the emergency department where a merlin on demand transmission was analyzed which showed the patient had received an inappropriate shock due to lead noise and oversensing. A magnet was applied to the patient¿s device pending the patient¿s transfer to an appropriate facility. At the appropriate facility it was determined that the patient¿s right ventricle was being assisted by two different leads: a 1388tc/52 [serial number (B)(4)] was providing sensing and pacing and which lead relayed noise, as well as a 7120/65 [serial number (B)(4)] which was configured to provide shocks as necessary and which lead supplied the inappropriate shock. The 1388tc/52 was capped on (B)(6) 2018 and the pacing and sensing features of the 7120/65 were then activated. No noise was noted when the 7120/65 was subsequently tested. Other than the experience with the inappropriate shock, the patient was stable throughout.